Event description:
On 21 february 2023, hcp reported that an end user reported the following happens with their premium charger: "end of charger that plugs into, it burnt, it burnt a hole in it.". When the hcp asked where they replied: "the plug itself.". They end user implied it is the plug/ac adapter (brick that the usb plugs into and also connects to the wall outlet). The end user plugs the charger directly into the wall outlet in their bathroom. The end user and their home are not "hurt". The end user did not seek medical advice. They stopped using the product. No further information is expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Device has been requested back for investigation. Investigation is still in progress. A final report will be submitted upon completion. 21 april 23. Device has been requested 3 times and no returns have been made. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended investigation concluded: we have reviewed the different classes of power supplies on the market conforming to the usb standard. It is found that with our chargers the output will fall into the below categories : below 7,5 w (usb bc 1.2) this includes our own supplied 5 w power supply, or maximum 15 w (usb type-c spec 1.2). This means that we for all cases of power supplies are within the 15 w limit, that according to the iec 62368-1 safety standard puts the power supplies in our system in the lowest power source classification (ps1). According to the iec 62368-1 safety standard no ignition will occur for an ps1 classified power source. That means that a gn charger system is not capable of igniting a fire. Clinical investigation concluded: it was reported that ac adapter (brick that the usb plugs into and also connects to the wall outlet) in the charger burnt a hole. Charger was plugged directly into the wall outlet in the bathroom. No patient harm or property damage reported. Unknown if original equipment was used. Device has not been sent and no pictures provided. The clinical conclusion on the case is no harm to the user occurred. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On (B)(6) 2023, hcp reported that an end user reported the following happens with their premium charger: "end of charger that plugs into, it burnt, it burnt a hole in it." When the hcp asked where they replied: "the plug itself."they end user implied it is the plug/ac adapter (brick that the usb plugs into and also connects to the wall outlet). The end user plugs the charger directly into the wall outlet in their bathroom. The end user and their home are not "hurt". The end user did not seek medical advice. They stopped using the product. No further information is expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Device has been requested back for investgation. Investigation is still in progress. A final report will be submitted upon completion.